Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 3a endoleak. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Potential contributing factors to the reported event include; off label use, and patient anatomy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, an infrarenal aortic extension, and a limb extension on (B)(6) 2016. Upon follow up the patient a potential type 3b endoleak was identified. On (B)(6) 2016 the physician elected to implant a bifurcated device to seal the leak. The patient is in stable condition.